Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ enteral syringe had difficult plunger movement. The following information was provided by the initial reporter: "our nursing staff have noticed increased suctioning on the syringes we use for our babies¿ feeds."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/14/2022. H.6. Investigation: it was reported there was increased suctioning on the syringes. To aid in the investigation, four samples were received for evaluation by our quality team. The samples came in sealed packaging blisters from med-rx. The samples were visually inspected and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling a solution, and all results were within specification. A device history record review was completed for provided material number 305964, lot number 9316314. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered.

Event description:
It was reported that the bd¿ enteral syringe had difficult plunger movement. The following information was provided by the initial reporter: "our nursing staff have noticed increased suctioning on the syringes we use for our babies¿ feeds."